Manufacturer narrative:
Based on available info, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.

Event description:
A physician attempted an arteriotomy closure using the starclose device. Post pta of the iliac artery, the physician could only partially advance the thumb advancer. The physician used the safety release button to release the vessel locator and removed the device. The vessel locator was still deployed and pieces of the metal from the tip of the clip delivery tube were sticking out at right angles to the device. The physician reverted to manual compression in combination with another brand of device to achieve hemostasis. There was no pt injury reported.